Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique described as did not clean area before starting peritoneal dialysis (pd) therapy using unknown baxter pd disposables, which caused peritonitis. The patient was hospitalized for the event. The patient was treated with injection (inj) of fortum ip (intraperitoneally) (250mg, twice daily), inj tazar-IV (intravenous) (2.25mg in 100ml normal saline, twice daily) and inj tobraneg-IV (40mg, once daily) for peritonitis. At the time of this report, the patient remained hospitalized and outcome of peritonitis was unknown. It was not reported if the patient had been retrained on proper aseptic technique. Pd therapy was ongoing. No additional information is available.